Event description:
It was reported the device couldn't be calibrated: "pca board needs to be replaced or calibrated". No adverse effects reported.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the device could be powered on but heat would not increase. The device printed circuit board was replaced but heating issue occurred again. The heater component was replaced and the device was sucessfully calibrated.